Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer stated that a week later she was hospitalized due to hypoglycemia. The customer could not perform troubleshooting at the time of the phone call. The customer was advised to call back to perform troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.